Event description:
On (B)(6) 2012 a pt was discovered by his family. He had apparently been deceased for over 1 hour. At the time of this event, the pt was being monitored by telemetry (ge cic pro central station, sw version 5.1) which had gone into "arrhythmia suspend" mode. While it was staff responsibility to continue to monitor this pt, it was noted there is no escalation of the alarm mechanism, even if this mode persists for an extended period of time. The concern identified by the team investigating this event, is that although the equipment was functioning as designed, enchained design resulting in a re-alert mechanism may be a design enhancement worth promoting. This is being sent for consideration of others who may have encountered similar experiences. A letter requesting software enhancement was also been sent to ge by the clinical engineering technical site leader.